Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found insulation abrasion at 9.4 cm to 9.7 cm from connector pin. The abrasion is consistent with that of exposure with another implantable device. This could have contributed to the reported noise problem.

Event description:
It was reported that the right atrial lead exhibited noise. Upon lead extraction insulation anomaly was noted. The lead was explanted and replaced.